Event description:
Plasmablade was set at cut 5, coag 5 and during case the device sparked when it came within close proximity to pacemaker lead damaging the plastic lead cover. Case progressed as planned. No patient impact or injury.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Evaluation method/result/conclusion: device discarded by user therefore device is unavailable for return and analysis. (B)(4).